Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after reloading a cartridge and performing fill tubing while attached to the site. The customer's blood glucose level was 43 mg/dl. The customer treated the low blood glucose by eating carbs. The contact reported the customer was able to control blood glucose and was okay.